Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion was located in the 70% stenosed, mildly calcified and tortuous mid left circumflex (lcx) coronary artery. The maverick2 monorail balloon was used to predilate the lesion prior to stenting. The dissection was noted after predilation, but prior to stent deployment. The dissection was treated by deploying a liberte' 3.5mmx28mm stent. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.